Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported readings of 500 mg/dl, 120 mg/dl, and 91 mg/dl within a 10 minute time frame on (B)(6) 2017. Caller also reported readings of 500 mg/dl and 120 mg/dl on (B)(6) 2017 that occurred within a 10 minute time frame. No adverse event alleged. A request was made for the return of the meter and strips, replacement sent.